Event description:
Will not fluoro. Customer did not provide any patient information. No reported injury.

Manufacturer narrative:
Facility biomed concludes the whole issue might have been a park arm interlock and thus be operator error. If the park arm is not positioned correctly over the patient, system will not allow fluoro. Biomed reports the system fully service ticket will be closed. Operator did not have the park arm in correct position to allow for fluoro, operator error.